Manufacturer narrative:
The insulin pump received no button response due to flattened button dome switch. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, he had gone to his health care provider and the buttons are sticking. Customer stated informed him the buttons on the device have been hard to use since he started using the device. Customer stats he has to press them hard for them to responds and other times they won't respond at all. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.